Event description:
Title: fatal postoperative tension pneumocephalus after acute subdural hematoma evacuation: a case report. The aim of this study is to present a case of an 83-year-old gentleman was presented to the emergency department of our hospital with impaired level of consciousness, for the first time in recent literature, a unique case of acute postoperative tp after surgical treatment of acute subdural hematoma. 3/0 vicryl (eth) was performed for a routine duraplasty under constant irrigation of subdural space with normal saline. Reported complications: 3/0 vicryl (eth) compression of frontal and temporal lobe treatment: not reported interhemispheric fissure widening (mount fuji sign) treatment: not reported scattered air bubbles treatment: not reported signs of transtentorial herniation with obliteration of basal cisterns treatment: not reported postoperative epidural hematoma on craniotomy site treatment: not reported cerebral edema treatment: not reported. In conclusion, tp represents a rare but severe neurosurgical emergency that may be also encountered after craniotomy in the acute trauma setting. Involved practitioners should be aware of this potentially fatal complication, so that early detection and proper management are conducted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: int j neurosci. 2025 nov;135(11):1237-1242. Https://doi.org/10.1080/00207454.2024.2352767. Epub 2024 may 11. Pmid: 38716712.